Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "there was resistance" while inserting the iab through the sheath is not confirmed. The sheath in question was not returned for evaluation. The returned iab was successfully inserted into a lab inventory 8fr teflon sheath. The returned iab passed functional testing. The root cause of the complaint is undetermined. No further action required.

Event description:
It was reported that "the event occurred at the cath lab. They prepared the catheter as usual by pulling vacuum with the 50cc syringe, then on insertion via the left femoral artery while threading the catheter through the sheath, there was resistance so much so that it felt like it was kinking, difficulty was encountered during insertion the medical doctor then decided to remove the catheter, and they opened another catheter which was inserted successfully". There were no patient complications, injuries or reported death. There was no medical/surgical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the event occurred at the cath lab. They prepared the catheter as usual by pulling vacuum with the 50cc syringe, then on insertion via the left femoral artery while threading the catheter through the sheath, there was resistance so much so that it felt like it was kinking, difficulty was encountered during insertion the medical doctor then decided to remove the catheter, and they opened another catheter which was inserted successfully". There were no patient complications, injuries or reported death. There was no medical/surgical intervention required.